Event description:
This is report 2 of 4 for this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unknown date during hospitalization for an unrelated issue, the patient was diagnosed with peritonitis. The treatment for the peritonitis included unspecified IV antibiotics. The patient's pd catheter was removed, pd therapy was discontinued, and hemodialysis was started. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date for the peritonitis event is unknown. Same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). While performing a batch review on batch gd893297, it was determined that a nonconformance occurred on the batch for a weak seal. All affected material was removed from batch gd893297, and the batch was released. Based on the actions taken, it is determined this nonconformance did not contribute to peritonitis.